Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. Sinus tachycardia at 150 bpm with aberrancy and multiple counting contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient is currently an inpatient of the ICU and ended use of the lifevest at this time. There is no additional information about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient is currently an inpatient of the ICU and ended use of the lifevest at this time. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4): 08/2011 - reuse. Electrode belt sn (B)(4): 02/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.